Manufacturer narrative:
(B)(4). The device was received with the upper jaw misaligned. During functional testing it was found that the retention pin was damaged. The jaw was inspected and it was noted to be loose. Because of this condition functional testing could not be performed completely. The jaw was loose because the jaw retention pin was not properly attached to the jaw. This prevented the upper jaw from aligning with the lower jaw which in turn affected the opening and closing. No conclusion could be reached why the jaw retention pin was in this condition.

Event description:
After review phone call and information captured in the complaint, it was determined that the event is not reportable.

Event description:
It was reported that during a gastric sleeve procedure, about half way through the case, the jaws stuck and would not open. The surgeon had to use his fingers to open the jaws. The device was not on any vessels and it did not need to be cut out. The same device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). File is not reportable.